Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. An event of high impedances was reported to abbott. Upon system interrogation, high impedances (>3000ohms) were found all across one lead in the upper thoracic dorsal column. The patient has been referred for x-ray and will be followed up in clinic at a date tbd once the treating physician has examined the x-ray. In an update, it was reported x-rays showed a lead fracture. A revision procedure was performed on (B)(6) 2023 to replace lead. Effective therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. X-rays confirmed the lead was fractured. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.